Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'did not detect closed door state' was reproduced. A review of the history log revealed ' shut door - power off '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch not being fully pressed when door is closed. The upper latch switch requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.